Manufacturer narrative:
Concomitant medical devices: product ID :37761, serial# (B)(4), product type: recharger. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2009, product type: extension, product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3888-56, lot# v185450, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-56, lot# v185450, implanted:: (B)(6) 2009, product type :lead. Product ID: 37743 , serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
It was reported that the recharger was not charging. The connector pin on the desktop charger had broken off. The pin was stuck inside the recharger but the patient got it out. The patient noticed this issue as they were going to charge so they did not have stimulation. There was no indication of patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.